Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During the post-implant follow up, far r-wave oversensing causing inappropriate automatic mode switch (ams) on the lead. Technical support recommended reprogramming, but no further intervention was yet performed at this time. The patient was stable with no adverse consequences.

Event description:
The device was reprogrammed and the patient was stable with no adverse consequences.